Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2022 and suture was used in the subcutaneous layer of closure. Post-op, the incision had a funny reaction with a red blush of the boarder of the incision. There was no infection and no drainage. The patient is returning (B)(6) 2022, for a scar revision. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Knee replacement. What does the reaction look like and how large of an area does the reaction cover? Redness around the edges of the incision. Do you have any pictures of the reaction? No pictures submitted. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. A scar revision procedure was performed in april. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No med prescribed. If medication was prescribed, please clarify if it was prescription strength :n/a. What is the most current patient status? Patient is doing well. Can you identify the lot number of the product that was used? No lot number recorded please provide the diagnosis and indication for the index surgical procedure? Scar. Revision because patient was unhappy with the appearance of the scar. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? Interrupted. Please describe any medical/surgical intervention required for this suture event including dates and results. Scar revision on (B)(6). Was the revision surgery on (B)(6) 2022? Yes. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? None observed intra op how was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Just around the incision. Please provide the onset date/time of the reaction from the initial procedure. Two weeks post op. Other relevant patient history/concomitant medications? Nothing reported what is the physician¿s opinion as to the etiology of or contributing factors to this event? Uncertain. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. No changes to protocol. Does the patient have a known allergic history to any medical devices, food and/or medication? No known allergies. Was allergy testing performed? If so, please describe with results. No testing performed.